Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was decreased pacing impedance noted on the right ventricular (rv) lead. No intervention has been performed to resolve this event yet and the patient remains in stable condition.